Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of device migration and low intraocular pressure are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Healthcare professional reported they implanted a patient with xen 45 gel stent in their left eye with a combo cataract procedure. During the 1 week xen pos-op and the stent is visible 5 millimeters in the inte chamber. The iop is 3, anterior chamber is deep and stable. The patient was provided antibiotics and pred forte on that date for treatment and the xen device remains implanted.